Event description:
It was reported that the customer had high blood glucose levels of 220 mg/dl. It was reported that the motor of the insulin pump was not working after a rewind. The customer also reported a couple of no delivery alarms on the insulin pump. The customer also reported that the insulin pump would rewind but when it gets to the fill tubing the motor would not move to fill the tubing. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Pump alarmed no delivery during the displacement and excessive no delivery test due to faulty fsr. Unable to perform the rewind, basic occlusion, occlusion and prime/a33 due to excessive no delivery alarm. Pump received with cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and broken belt clip slot.